Event description:
It was reported to philips that the system would not startup. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and found that system would not start. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the issue is with hospital electricals. To resolve the issue, the rse helped hospital technical staff to perform correct actions. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.